Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the event occurred prior to an unspecified procedure.

Event description:
The customer reported that, during an unspecified procedure, the intended program could not be controlled with the subject device. The user restarted the system which resulted in the monitors remaining dark and an interface error message appearing on the screen of the non-olympus high frequency device. The cabling was checked and the system was restarted again. The wall monitor remained dark and a disc error message appeared on the monitor of the extra arm. After another restart, the extra monitor remained dark and the image on the wall monitor appeared as expected. The procedure was completed by setting the examination manually on the non-olympus device. There was no effect on the patient due to the event.

Manufacturer narrative:
The suspect device has not been received at olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.